Event description:
It was reported that the patient's left ventricular lead was found to be dislodged. The reported lead was capped and replaced on (B)(6) 2023. The patient is recovering from procedure.